Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
It was reported to philips that co2 was stuck in the warming up cycle. There was no patient involvement.